Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
2021-mar-16 mpxr (B)(4) (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (10 mg/ml at 1.25 mg/day) via an implantable pump for pancreatitis and non-malignant pain. It was reported that the patient was reporting suboptimal pain control. There were no environmental/external/patient factors that may have led or contributed to the issue. Catheter access study done prior to surgery with positive return of cerebral spinal fluid (csf). Interrogation of pump "wnl." X-ray imaging showed that catheter was anterior in spinal canal and physician wanted to move catheter down from t3 to t6. Physician used 8782 to replace the spinal segment. The two segments were joined using a collet. The issue was resolved at the time of the report.